Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was noted to be much stiffer than the physician normally expected. Upon removal, the guide wire got stuck with the calcium but was removed independently. The shaft was noted to be elongated and coil unraveled but coils did not separate and the core remains intact. Another same size ht bmw universal ii guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretched coils and material too rigid or stiff could not be confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire was stiffer than expected, encountered resistance during removal, and was noted to be unraveled. Analysis of the returned wire was unable to confirm the reported stretched coils or material too rigid or stiff. Visual observations found no damage or anomalies on the wire and dimensional analysis found the wire to be within specification. Follow-up with the account confirmed the correct device was returned. In this case, because the condition of the device does not align with what was reported, it is unknown what contributed to the reported difficulties. Additionally, it was reported that the difficulty during removal was due to interaction with calcification. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.